Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reportedly explanted due to several medical issues. The user will not be re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to medical reasons namely meningitis and giant-cell granuloma. Due to the limited available information, it is not possible to determine the nature of the giant-cell granuloma e.g. Foreign body reaction to the cochlear implant or relapse of a previous temporal bone tumor. In addition, no information has been received on the potential origin of the meningitis. Therefore, the presence of the device cannot be excluded as being a contributory factor. Furthermore, device investigation showed damage to the active electrode which is consistent with minute device mobility and is in line with the in situ measurements performed while implanted.this is a final report.

Event description:
The user suffered from meningitis and giant-cell granuloma. The user was reportedly explanted due to several medical issues and will not be re-implanted.